Event description:
A customer contacted beckman coulter regarding a false negative total bhcg (tbhcg) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for tbhcg and a negative result (-) of 1.41/1.08miu/ml was obtained. The result was reported outside of the laboratory. An ultrasound performed on the patient at another facility indicated a viable fetus with a heartbeat. The customer does not believe that any other lab tests were performed at this time. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Samples are collected in a sst tube with gel separator and centrifuged for 10 minutes at 2,4000 rpm at 24 degrees celsius. Sample used was serum. Qc performed on the date of the event was within specifications. System check performed in 2007 was within specifications. Customer declined service twice stating that they believe the system is operating within specifications and do not require system verification. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.